Event description:
The customer reported that the system was unable to produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator interface board. The system was tested found to be working as intended and put back in service.